Event description:
Affiliate reported that after implantation, it was noted that the ventricles of the patients brain became large. Gait disorder was also noted. Surgeon suspected a blockage and therefore explanted the device.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated because the medwatch is being reclassified to serious injury. Based on a phone conversation (B)(4) received from (B)(6) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Event description:
After implantation, it was noted that the ventricles of the patient's brain became large. Gait disorder was also noted. On (B)(6) 2012, the device was replaced by (B)(4) due to suspected valve blockage. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated because the medwatch is being reclassified to serious injury. Based on a phone conversation (B)(4) received from (B)(6) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.